Manufacturer narrative:
This report is being filed on an international product, list number 6p07-55 that has a similar product distributed in the us, list number 6p07-60. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. MFR# 3002809144-2023-00139-00 - for reagent lot 46181be00.

Event description:
The customer reported false repeatedly reactive alinity s htlv I/ii results when using 2 different reagent lot numbers on the alinity s system. The customer stated in the month of (B)(6) 2023 they generated 3 repeat reactive results with reagent lot number 43298be00 and 11 repeat reactive results with reagent lot number 46181be00. These repeat reactive samples were tested with the inno-lia htlv I/ii kit and generated nonreactive results. There was no impact to patient management reported.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. A review of customer field data was performed for list number 6p07-55 from 2021-01-01 to 2023-03-24. To assess field performance, initial reactive rates, repeat reactive rates and specificity (assuming 0 prevalence) were calculated per lot number and per month. The performance within each month and subgrouping is within product specifications for both initial without repeat reactive rate and % specificity (based on assumption of zero prevalence) when assessing the field data available for the customer, their peers and the whole blood and plasma screening monitoring group. Overall reactive rates for list number 6p07-55, lot 43298be00 for the customer, applicable peer sites and across a whole blood and plasma screening monitoring group were collected and assessed. Across the whole blood and plasma monitoring group, the customer and their peer sites, the performance for lot 43298be00 is within product requirements and consistent across customer and peer comparisons. Due to the biological origin of the material used for manufacturing, a natural variation in performance within the product claims is possible. However, complaint investigation showed the product is performing within product specifications. No malfunction or deficiency was identified. Correction: h4 - device mfg date: initially was 8/10/2022 ; updated for the correction and the date should be 8/5/2022.

Event description:
The customer reported false repeatedly reactive alinity s htlv I/ii results when using 2 different reagent lot numbers on the alinity s system. The customer stated in the month of february 2023 they generated 3 repeat reactive results with reagent lot number 43298be00 and 11 repeat reactive results with reagent lot number 46181be00. These repeat reactive samples were tested with the inno-lia htlv I/ii kit and generated nonreactive results. There was no impact to patient management reported.